Manufacturer narrative:
(B)(4). Investigation/evaluation: the zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. Preoperative CT study, angiogram procedure study, and postoperative CT studies were provided and reviewed. A review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications was conducted. Review of the device history record was performed and revealed there were no non-conformances noted. Per review of the provided imaging, the patient has undergone endoluminal repair of an infrarenal abdominal aortic aneurysm (aaa) and left common iliac artery aneurysm using a zenith flex 36 mm main body device, a right zsle iliac leg, and a left zbis iliac branched graft extended by a tfle leg in the external iliac artery (eia) and a connectsx stent in the hypogastric artery. There is caudal migration of the main body device by nearly 10 mm at 61 months compared to 1 month postop. This is progressive with a 3mm change in position first seen at 7 months compared to 1 month. The migration is likely due to the patient¿s preoperative neck anatomy and the initial placement of the device. The patient has a reverse taper neck on the preoperative computerized tomography (CT) scan with a diameter change from 28 x 29 mm at the left renal artery (lra) to 33.6 mm at 15 mm below the lra. This falls outside of the instructions for use (IFU for this device). Secondly, there is mural thrombus noted at 10 mm below the lra, within the proximal seal zone. This could also contribute to inadequate anchoring. Finally, the device is initially placed low, approximately 5 mm below the lra on the 1-month study. This placement reduces the seal length and zone of wall apposition, which could also contribute to inadequate proximal anchoring and subsequent migration. There is progression of aortic disease seen at 54 months with increased dilatation of the perivisceral aorta as well as the proximal neck. This does not lead to loss of proximal seal and no proximal endoleak is noted at 61 months. Circumferential mural thrombus is noted within the main body graft lumen at 7 months and appears unchanged throughout the follow-up period. This does not appear to be clinically significant with no compromise of the flow channel in the main body device. A type 3b endoleak is noted from the proximal connectsx stent in the left hypogastric artery. This is first seen at 13 months and appears focal and limited. However, it persists and eventually grows in size by 22 months with progressive growth of the left common iliac artery aneurysm from 23.1 mm at 15 months to 32.2 mm at 61 months. Based on the imaging review, the caudal migration of the main device was progressive. First, the main body was placed in an area of reverse taper. Per the IFU, key anatomical elements that may affect successful exclusion of the aneurysm include an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. The imaging review shows there is mural thrombus 10mm below the lra that could also contribute to inadequate anchoring. Per the IFU, inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Also, per the imaging review, the device was placed low. Per the IFU, inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. The tffb migration is likely due to the patient¿s infrarenal neck anatomy being a reverse taper. The diameter changes from 28 x 29 mm at the left renal artery and 33.6 mm at 15mm below the lra. This anatomy was outside of the IFU. There is also evidence of progression of aortic disease, with dilatation of the paravisceral aorta and infrarenal neck at 54 months. In addition, the pre-existing mural thrombus could have prevented adequate anchoring. Finally, the device was placed 5 mm below the lra on the 1-month post-op, indicating a low deployment. Based on the available information the migration could have multiple causes. The likely causes are not following the instructions for use, patient condition related to occurrence, and user technique. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
It was reported that on (B)(6) 2012, the patient had a zenith flex aaa endovascular graft modular system implanted. The patient was discharged from the hospital on (B)(6) 2012. Follow-up imaging was reviewed by core lab at one month, six months, twelve months, two years, three years, four years, and five years. At twelve months, no endoleaks, migrations, or kinks were noted. On the five-year computerized tomography (CT), the core lab identified caudal migration of the proximal main body. All devices (main body, iliac legs, and branch graft) remained intact and patent with no evidence of endoleaks or kinks. The maximum diameter of the abdominal aorta had decreased from 49.9mm at one month to 46.1mm at 5 years. Additional information has been requested.